Event description:
It was reported to globus that two broken bilateral s1 transition screws were removed from patient. Initial surgery was in 2009, l4-s1. Revision surgery took place (B)(6) 2013 to remove and replace the two broken screws at s1.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The exact implant date is unknown, it was performed in 2009. Because the implants were not returned for evaluation, it cannot be determined exactly what caused the screws to break.